Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the pump is dirty. There was a small piece missing from the bottom case, but it didn't compromise the case. During power up and occlusion testing, the reported could not be duplicated. The root cause of the issue could not be determined. Replaced older interconnect board as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a system fail test. No patient injury was reported.